Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vertical gastrectomy, the jaw of the reload would not close when firing the instrument. They used another device and another cartridge to complete the procedure. There was no patient injury.